Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2010 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2011, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal, additional surgeries, pain. Additional event specific information was not provided.

Manufacturer narrative:
The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected.previous patient code (1994) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span february 2, 2010 through february 21, 2019 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial.patient information: medical history: ventral hernia recreational marijuana use tobacco useprior surgical procedures:(B)(6) 2001: cesarean section.(B)(6) 2003: cesarean section.(B)(6) 2006: cesarean section.implant preoperative complaints:(B)(6) 2010:ultrasound, gallbladder: ¿ventral hernia, abdominal pain. Impression: no evidence of cholelithiasis or cholecystitis.¿(B)(6) 2010: ¿a ventral hernia which proved to be primary umbilical, but extending superiorly along the midline. Size of hernia: 4.5 x 5 cm.¿implant procedure: laparoscopic ventral herniorrhaphy. Implant: gore® dualmesh® biomaterial (7143594/1dlmc04) 15cm x 19cm, oval.implant date: (B)(6) 2010description of hernia being treated: ¿a pneumoperitoneum was introduced with a veress needle subcostally in the midclavicular line on the left. A 12-mm ethicon xcel trocar was placed in the left lateral mid abdomen using direct visualization with a 0-degree, 10-mm operating laparoscope. This had to eventually be repositioned more laterally, actually using two 12-mm trocars. Two 5-mm trocars on the left and one 5-mm trocar on the right were also utilized. There were midline adhesions requiring lysis with the harmonic. The uterus was also noted to be adhered to the low anterior abdominal wall, but was not taken down. The round ligament was taken down up to the xiphoid using the harmonic scalpel. The hernia was measured.¿implant size and fixation: ¿a sheet of gore dualmesh was used, a 15 x 19-cm oval was fashioned to make a 15-cm circle. It was marked at 4 quadrants with sutures of 0 prolene alternating with sutures of 0 gore-tex. The ends were left long. The mesh was rolled and placed in the 12-mm trocar sheath into the abdomen. It was rolled and affixed at its 4 quadrants (superior, inferior, medial and lateral) right and left, and the sutures were tied down to the fascia. The mesh was then tacked with a spiral laparoscopic packer [sic] circumferentially to the fascia, about 1 cm apart, and then the mesh was tacked at or close to its edges to the fascia using a small puncture hole in the skin and using 0 prolene to make sutures of about 1 cm in the mesh, approximately 3 cm apart. These were tied down. Carbon dioxide gas was allowed to escape. There was noted to be no significant bleeding. The instruments and trocar sheaths were removed. The fascia of the 12 mm trocars was closed with figure-of-eight 0 maxon. Dermabond was used to close the skin incisions.¿no post-operative records were provided.relevant medical information: (B)(6) 2010: CT abdomen/pelvis: ¿widemouth anterior ventral hernia containing a portion of the transverse colon without evidence of incarceration or complication. Prosthetic mesh material lining the hernia compatible with prior herniarathy [sic]. No acute internal abdominal abnormality identified.¿(B)(6) 2010: ¿painful lump to left of laparoscopic umb [umbilical]/ventral hernia [illegible].¿(B)(6) 2010: laparoscopic and subcutaneous exploration¿a small stab wound was made in the midclavicular line on the left subcostally. Pneumoperitoneum was obtained using a veress needle to 15 mmhg with carbon dioxide gas. A 5-mm, 0-degree operating laparoscope was then introduced using a 5-mm ethicon xcel trocar under direct visualization. There were adhesions primarily of omentum to the mesh. There was also a loop of transverse colon loosely adhesed to the upper portion of the mesh. The margins of the mesh were viewed circumferentially. There was no evidence of recurrent hernia. There was a nice, gentle arch of the mesh without hernia. The point which had been marked with a permanent marker prior to surgery where the patient experienced tenderness was examined by incising the skin and subcutaneous tissue overlying it and there was no evidence of hernia. There is one of the sutures holding the mesh in place located here. It was not damaged. It should be noted that 2 other 5-mm trocars had been placed for lysis of the adhesions. Carbon dioxide gas was now allowed to escape. Hemostasis had been noted to be good. The trocar sheath sites were closed with interrupted subcuticular 3-0 monocryl, the skin incision was closed with 3-0 vicryl subcutaneously and running 3-0 monocryl in the subcutucular [sic] closure. Dermabond was applied.¿(B)(6) 2010: emergency room: ¿abdominal pain, periumbilical, suprapubic. Associated nausea/vomiting. Impression: urinary tract infection.¿(B)(6) 2010: CT abdomen/pelvis for abdominal pain: ¿anterior protrusion of the midline abdominal fascia consistent with wide mouth ventral hernia without evidence of complication. Prosthetic mesh and surgical coils in the anterior abdominal musculature compatible with prior hernia repair. No acute intra-abdominal abnormality identified.¿(B)(6) 2011: CT abdomen/pelvis for mid to left abdominal pain: ¿previous ventral hernia repair using prosthetic mesh. No acute abdominal or retroperitoneal abnormality is identified by unenhanced computed tomography.¿(B)(6) 2011: CT abdomen with contrast: ¿no acute abdominal or retroperitoneum abnormality identified.¿explant preoperative complaints: (B)(6) 2011: ¿umbilical hernia repair 02/10, complicated by recurrence, repair 04 or 05/10. After second repair, had some form of infection, unclear whether wound or mesh infection. Had I&d. Even after wound healed, continued periumbilical pain. Abdomen: discomfort periumbilical region. Has significant postpartum changes with striae and redundant abdominal skin. Fascial defect ~3 cm in size. Hernia reducible, palpable fascial periumbilical or omental fat attachments noted along inferior aspect of fascial defect.¿(B)(6) 2011: [the patient] ¿is a 28-year-old woman who had previously undergone an umbilical hernia repair in (B)(6) 2010 which was complicated by recurrence. A subsequent laparoscopic ventral hernia repair was performed in either (B)(6) 2010 or (B)(6) 2010. Unfortunately, she has recurred again and desires hernia repair. On physical exam, the patient is noted to have significant rectus diastasis as well as redundant skin. The patient is symptomatic with significant pain but no evidence of incarceration or obstruction.¿explant procedure: open ventral hernia repair with preperitoneal subfascial placement of a 30 x 30 cm bard soft mesh cut down to 25 x 25 cm. Excision of previous ptfe and associated tasks. Imbrication of the rectus sheath superiorly.explant date: (B)(6) 2011¿a previous incisional scar located periumbilically just to the left of the umbilicus was excised. Dissection was taken through the subcutaneous tissue at the level of the umbilicus until the fascia was exposed at the root of the umbilicus. The fascia was exposed throughout the length of the wound, and just to the right of midline the incision, the hernia was encountered. Using hemostats and metzenbaum scissors, the hernia sac was opened inferiorly and superiorly to expose an old ptfe mesh with prolene sutures and tacks. Small bowel and omentum was adherent to the hernia sac, old mesh, and underside of the anterior abdominal wall. Adhesions were taken down with a combination of blunt dissection and dissection with metzenbaum scissors and electrocautery. Adhesiolysis was facilitated by division of the old mesh along the midline . The bowel was assessed after adhesiolysis. There was no injury to the bowel as a result of adhesiolysis. Subsequently, the old mesh was mobilized off the underside of the abdominal wall and excised bilaterally. Additional adhesions to the posterior aspect of the anterior abdominal wall were taken down, taking care to preserve the peritoneum. The fascia was grasped inferiorly and the preperitoneal space developed after incising it with electrocautery. Blunt dissection inferiorly was made a bit more difficult by prior c-sections and significant adhesions between the uterus and the underside of the anterior abdominal wall. These adhesions were taken down with the development of the preperitoneal space bilaterally using blunt dissection in an inferior to superior direction. Superiorly, the falciform ligament was taken down. Hemostasis of the peritoneal cavity was assessed and found to be adequate. With a significant amount of peritoneum mobilized, the peritoneum was approximated with 2-o vicryl to exclude the abdominal contents from the preperitoneal space. The mobilized falciform ligament was incorporated in closure of the peritoneum. Hemostasis was assessed and achieved with electrocautery. The hernia defect measured was 5 x 12 cm in diameter and the abdominal wall fascia was fairly thinned out and lax with a 3.5 cm to 4 cm rectus diastasis superior to the level of the umbilicus. A 30 x 30 cm piece of bard soft mesh was selected for preperitoneal subfascial placement and was cut down to 25 x 25 cm in dimensions. The mesh was folded in the middle and 3-0 silk sutures were used to mark the midline when the mesh was folded on itself. A lap count at this point in the case was correct. Next, a 0 prolene suture was placed approximately 3-4 cm above the inferior edge of the mesh and brought out through the middle in the suprapubic region through a stab incision using a storz suture passer. This suture was tied down. Subsequently, 0 prolene was applied to the mesh superiorly approximately 3 cm from the superior edge and brought out transfacially in the midline in the epigastrium and then sutured down. Similarly, lateral 0 prolene sutures were placed at the 3:00 and 9:00 positions and brought transfascially through separate stab incisions using the storz suture passer to secure the mesh. The mesh appeared to lay fairly nicely with significant overlap. The medial edge of the rectus fascia was marked with a skin marker. Next, #1 prolene figure-of-eight sutures were used to imbricate the fascia, bringing the medial edge of the rectus muscle to the midline. After debriding the fascial edges, a 10 mm jackson-pratt drain was placed through a separate stab incision in the left lower quadrant and placed in the subfascial space. The facial edges were reapproximated using #1 prolene in a running manner. Hemostasis was assessed and achieved using electrocautery for the subcutaneous space with subsequent placement of a 10 mm jp drain in the subcutaneous space through a separate stab incision in the right lower quadrant. After copious irrigation with normal saline, aerosolized talc was sprayed into the entire subcutaneous space. The deep dermis of the skin was then re-approximated with 3-0 monocryl in an interrupted fashion. The skin was reapproximated with 4-0 monocryl in a running subcuticular fashion. 10 cc of 0.25% marcaine was injected along the fascia at the midline closure with 2.5 cc injected at each suture site for a total of 20 cc of marcaine administered to operative site. Dermabond was applied to the midline skin closure and transfascial suture fixation sites. 3-0 nylon sutures were applied to secure the jp drains.¿relevant medical information:(B)(6) 2011: x-ray abdomen: ¿indication: ventral hernia repair. Impression: no bowel obstruction.¿(b(6) 2011: discharge summary: ¿underwent procedure without incident. Still has both jp drains in place.¿conclusions:it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications.w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2010: rutherford hospital inc. S. Wolff. Progress notes. Procedure: laparoscopy, poss ventral hernia repair. Reason for procedure: painful lump to left of laparoscopic umb/ventral hernia [illegible]. Pmh: 3 c-sections. Impression: poss. Recurrent ventral hernia. Plan: laparoscopy and poss. Repeat ventral hernia repair. ??/??/??: [missing records: records for ¿after second repair, had some form of infection, unclear whether wound or mesh infection¿ and I&d were not provided.] 03/28/11: carolinas medical center. Brant t. Heniford, md. History and physical. Cc: recurrent incisional hernia. Hpi: umbilical hernia repair 02/10, complicated by recurrence, repair 04 or 05/10. After second repair, had some form of infection, unclear whether wound or mesh infection. Had I&d. Even after wound healed, continued periumbilical pain. Abdomen: discomfort periumbilical region. Has significant postpartum changes with striae and redundant abdominal skin. Fascial defect ~3 cm in size. Hernia reducible, palpable fascial periumbilical or omental fat attachments noted along inferior aspect of fascial defect. Impression: recurrent incisional hernia. Options include laparoscopic ventral hernia, laparoscopic assisted ventral hernia repair with mesh excision or open ventral hernia repair with mesh excision. Is most interested in restoring abdominal wall function and reapproximating fascia together. Also expressed some interest in removing excess skin from abdominal wall from prior childbirths. Best option is open ventral hernia repair with panniculectomy. She seems amenable to this but is aware she will need to have approval for panniculectomy from insurance. 04/14/11: [missing records: a pathology report detailing analysis of the ¿old mesh¿ removed during the 04/14/11 procedure was not provided.] 04/16/11: carolinas medical center. Robyn stacy-humphries, md. Radiology¿abdomen 2 views. Indication: ventral hernia repair. Impression: no bowel obstruction. 04/18/11: carolinas healthcare system. Brant t. Heniford, md. Discharge summary. Hpi: on preop exam, in addition to obvious hernia, she was noted to have significant rectus diastasis as well as redundant skin from prior pregnancies. Hospital course: underwent procedure without incident. Still has both jp drains in place. F/u 2 weeks. 04/18/11: carolinas healthcare system. Discharge instructions. No lifting anything greater than 10 pounds for 6 weeks. No strenuous activity. No work/school until doctor permits. Driving permitted after doctor permits and pt no longer taking narcotics for pain relief. May shower, do not saturate/submerge incision in water. 04/20/11: carolinas medical center. Brant t. Heniford, md. Office visit. Hpi: c/o pain, jp drain sites. Lateral abdominal wall pain. Exam: incision clean, dry, intact. Jp drains removed. Dressings applied over jp sites so pt could shower. 05/25/11: carolinas medical center. Brant t. Heniford, md. Office visit. Hpi: has some discomfort only when starts to sit up, otherwise fine. Exam: wound well-healed. We will let her go back to work. 04/02/12: carolinas healthcare. Brant t. Heniford, md. Office visit. Hpi: postop did well, unfortunately for past several months, c/o one point tenderness right to the l of incision. Going on like a nagging toothache. Has been really reducing her quality of life symptoms. Abdomen: there is a nodule felt just to the l of umbilicus where midline fascial sutures should have been tied. That is the point of tenderness. Procedure performed: ¿we injected 5 ml of 1% lidocaine with epinephrine and then 10 ml of 0.25% marcaine, right in the area circumferentially around that suture. Instantaneously, the patient felt much better with no symptoms of discomfort.¿ impression/plan: discussed if pain returns, we now know by dx that the culprit is that midline suture. 11/14/12: carolinas healthcare. Alla yesgenevna zemlyak, md. Brant t. Heniford, md. Office visit. Abdomen: well-healed incisions from previous hernia operation. Point tenderness to l of incision. Impression/plan: chronic pain after recurrent ventral hernia repair. Given that pt had h/o pain prior to hernia repair, that automatically makes her high risk for developing chronic pain after hernia repair. Refer to pain management. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 2/12/10 were not provided. (B)(6) 2010: radiology. Gallbladder ultrasound. Indication: ¿ventral hernia, abdominal pain¿. Impression: ¿no evidence of cholelithiasis or cholecystitis¿. (B)(6) 2010: operative report. Pre/postoperative diagnosis: ventral hernia. Procedure: ¿laparoscopic ventral herniorrhaphy¿. Indication: ¿a ventral hernia which proved to be primary umbilical, but extending superiorly along the midline. Size of hernia: 4.5 x 5 cm¿. Procedure: ¿a pneumoperitoneum was introduced with a veress needle subcostally in the midclavicular line on the left. A 12-mm ethicon xcel trocar was placed in the left lateral mid abdomen using direct visualization with a 0-degree, 10-mm operating laparoscope. This had to eventually be repositioned more laterally, actually using two 12-mm trocars. Two 5-mm trocars on the left and one 5-mm trocar on the right were also utilized. There were midline adhesions requiring lysis with the harmonic. The uterus was also noted to be adhered to the low anterior abdominal wall, but was not taken down. The round ligament was taken down up to the xiphoid using the harmonic scalpel. The hernia was measured. A sheet of gore dualmesh was used, a 15 x 19-cm oval was fashioned to make a 15-cm circle. It was marked at 4 quadrants with sutures of 0 prolene alternating with sutures of 0 gore-tex. The ends were left long. The mesh was rolled and placed in the 12-mm trocar sheath into the abdomen. It was rolled and affixed at its 4 quadrants (superior, inferior, medial and lateral) right and left, and the sutures were tied down to the fascia. The mesh was then tacked with a spiral laparoscopic packer circumferentially to the fascia, about 1 cm apart, and then the mesh was tacked at or close to its edges to the fascia using a small puncture hole in the skin and using 0 prolene to make sutures of about 1 cm in the mesh, approximately 3 cm apart. These were tied down. Carbon dioxide gas was allowed to escape. There was noted to be no significant bleeding. The instruments and trocar sheaths were removed. The fascia of the 12 mm trocars was closed with figure-of-eight 0 maxon. Dermabond was used to close the skin incisions.¿ (B)(6) 2010: implant sticker. Gore dualmesh ® biomaterial. Cat #1dlmc04. Lot #7143594. W.l. Gore & associates. The records confirm a gore ® dualmesh ® biomaterial (1dlmc01/7143594) was implanted during the procedure. (B)(6) 2010: patient discharge instructions. Activity: ¿walk often¿. Other instructions: ¿no straining or lifting. No driving while on pain meds. May shower¿. 05/10/10: radiology. CT abdomen with contrast. Indication: ¿abdominal pain. No abnormality is seen in the lung bases. The liver is normal in size and smooth in contour. The biliary ductal system, gallbladder and pancreas appear unremarkable. No abnormality of the spleen or adrenal glands is identified. The kidneys are normal in size bilaterally. No renal mass, calculus or obstruction is identified. The abdominal aorta, inferior vena cava and retroperitoneum are unremarkable in appearance. No obstruction or acute abnormality of the large or small bowel is identified. There is anterior ventral hernia containing a portion of the transverse colon without evidence of incarceration or complication. Prosthetic mesh lines the hernia compatible with prior surgical repair. An ovoid soft tissue density is noted in the anterior mid pelvis of the lower portion of the examination likely representing the fundus of the uterus but incompletely included on this study and not definitely characterized¿. Impression: ¿widemouth anterior ventral hernia containing a portion of the transverse colon without evidence of incarceration or complication. Prosthetic mesh material lining the hernia compatible with prior herniarathy. No acute internal abdominal abnormality identified¿. (B)(6) 2010: operative report. Preoperative diagnosis: ¿possible recurrence of ventral hernia¿. Postoperative diagnosis: ¿no evidence of ventral hernia at laparoscopic and subcutaneous exploration¿. Indications: ¿indications are as noted on the history and physical¿. Procedure: ¿a small stab wound was made in the midclavicular line on the left subcostally. Pneumoperitoneum was obtained using a veress needle to 15 mmhg with carbon dioxide gas. A 5-mm, 0-degree operating laparoscope was then introduced using a 5-mm ethicon xcel trocar under direct visualization. There were adhesions primarily of omentum to the mesh. There was also a loop of transverse colon loosely adhesed to the upper portion of the mesh. The margins of the mesh were viewed circumferentially. There was no evidence of recurrent hernia. There was a nice, gentle arch of the mesh without hernia. The point which had been marked with a permanent marker prior to surgery where the patient experienced tenderness was examined by incising the skin and subcutaneous tissue overlying it and there was no evidence of hernia. There is one of the sutures holding the mesh in place located here. It was not damaged. It should be noted that 2 other 5-mm trocars had been placed for lysis of the adhesions. Carbon dioxide gas was now allowed to escape. Hemostasis had been noted to be good. The trocar sheath sites were closed with interrupted subcuticular 3-0 monocryl, the skin incision was closed with 3-0 vicryl subcutaneously and running 3-0 monocryl in the subcutucular closure. Dermabond was applied. Estimated blood loss was 10 to 15 ml. The patient tolerated the procedure well.¿ 11/19/10: radiology ¿ CT abdomen/pelvis. Indication: abdominal pain. CT abdomen with contrast. ¿the examination is compared to a prior study of (B)(6) 2010. No acute abnormality is seen in the lower chest. The liver is normal in size and smooth in contour. No mass or focal abnormality is seen in the liver parenchyma. The biliary ductal system, gallbladder and pancreas appear unremarkable. No abnormality of the spleen or adrenal glands is identified. The kidneys are normal in size bilaterally. No renal mass, calculus or obstruction is noted. The abdominal aorta, inferior vena cava and retroperitoneum appear unremarkable. No acute abnormality or the large or small bowel is identified. A wide mouth anterior ventral hernia is present containing a portion of transverse colon without evidence of incarceration or complication. Prosthetic mesh and surgical coils are present in the anterior abdominal musculature and fascia at this level compatible with prior hernia repair. Findings are unchanged in appearance since (B)(6) 2010. No free air of fluid is seen in the peritoneal cavity¿. Impression: ¿anterior protrusion of the midline abdominal fascia consistent with wide mouth ventral hernia without evidence of complication. Prosthetic mesh and surgical coils in the anterior abdominal musculature compatible with prior hernia repair. No acute intra-abdominal abnormality identified¿. CT pelvis with contrast: ¿no pelvic adenopathy or ascites is identified¿. The uterus is positioned anteriorly in the pelvis. Partially cystic appearing 2.9 cm nodular density is present contiguous to the right lateral aspect of the uterine fundus possibly representing atypically positioned ovary. No acute abnormality of the large or small bowel is noted. The cecum and appendix are normal in appearance. No abnormality is seen in the lower urinary tract. No inguinal mass, adenopathy or hernia is noted. No acute osseous abnormality is seen in the pelvis¿. Impression: ¿partially cystic 2.9 cm soft tissue nodule anteriorly in the low right adnexa possibly representing atypically positioned right ovary. Consider ultrasound correlation. Otherwise unremarkable enhanced CT examination of the pelvis¿. 03/01/2011: radiology. CT abdomen/pelvis. Indication: ¿mid to left abdominal pain. No acute abnormality is seen in the lung bases. The liver is normal in size and smooth in contour. No mass or focal abnormality is seen in the liver. The biliary ductal system, gallbladder and pancreas appear unremarkable. No abnormality of the spleen or adrenal glands is noted. The kidneys are normal in size bilaterally. No renal mass, calculus or obstruction is identified. The abdominal aorta, inferior vena cava and retroperitoneum appear unremarkable. Evaluation of the large and small bowel is significantly impaired by lack of oral contrast enhancement. No obstruction or definite acute abnormality is identified. Previous ventral hernia repair using prosthetic mesh is noted unchanged in appearance from a prior study (B)(6) 2010¿. Impression: ¿previous ventral hernia repair using prosthetic mesh. No acute abdominal or retroperitoneal abnormality is identified by unenhanced computed tomography¿. CT pelvis w/o contrast: ¿no pelvis mass, adenopathy or ascites is identified. No acute abnormality of the large or small bowel is seen in the pelvis without oral contrast enhancement. The cecum and appendix are normal in appearance. No abnormality of the uterus or ovaries is appreciable. No abnormality is seen in the lower urinary tract. No inguinal mass, adenopathy or hernia is identified. No acute osseous abnormality is seen in the pelvis¿. Impression: ¿no acute pelvic abnormality identified¿. (B)(6) 2011: radiology. CT abd w/ contrast. Indication: abdominal pain. ¿contiguous axial imaging of the abdomen is performed following ingestion of oral contrast material and intravenous infusion of 125 ml performed 2 hours earlier. No abnormality is seen in the lung bases. The liver is normal in size and smooth in contour. No mass or focal abnormality is seen in the liver parenchyma. The biliary ductal system, gallbladder and pancreas appear unremarkable. No abnormality of the spleen or adrenal glands is identified. The kidneys are normal in size. No renal mass, calculus or obstruction is identified. The abdominal aorta, inferior vena cava and retroperitoneum are unremarkable in appearance. No mass or pathologic appearing lymph node is seen in the retroperitoneum. No acute abnormality of the large or small bowel is identified. Previous ventral hernia repair is noted using prosthetic mesh. No free air or fluid is present¿. Impression: ¿no acute abdominal or retroperitoneum abnormality identified. CT pelvis with contrast: contiguous axial imaging of the pelvis is performed following oral and intravenous contrast administration and compared to an unenhanced study 2 hours previously. No pelvic mass, adenopathy or ascites is identified. No acute abnormality of the large or small bowel is appreciable. No cecal or appendiceal inflammation is identified. No abnormality of the uterus or ovaries is noted. No abnormality is seen in the lower urinary tract. No inguinal mass, adenopathy or hernia is noted. No abnormality of the pelvis was appreciable by computed tomography. No acute osseous abnormality is identified¿. Impression: ¿no acute pelvic abnormality is identified¿. 04/14/11: operative report. Pre/postoperative diagnosis: ¿recurrent incisional hernia¿. Procedures: ¿1) open ventral hernia repair with preperitoneal subfascial placement of a 30 x 30 cm bard soft mesh cut down to 25 x 25 cm. 2) excision of previous ptfe and associated tacks. 3) imbrication of the rectus sheath superiorly¿. Indications: ¿[the patient] is a 28-year-old woman who had previously undergone an umbilical hernia repair in (B)(6) 2010 which was complicated by recurrence. A subsequent laparoscopic ventral hernia repair was performed in either (B)(6) 2010 or (B)(6) 2010. Unfortunately, she has recurred again and desires hernia repair. On physical exam, the patient is noted to have significant rectus diastasis as well as redundant skin. The patient is symptomatic with significant pain but no evidence of incarceration or obstruction. The patient agreed to the above procedure after a detailed discussion of the risks, benefits, expected perioperative course and recovery time¿. Operative procedure: ¿a previous incisional scar located periumbilically just to the left of the umbilicus was excised. Dissection was taken through the subcutaneous tissue at the level of the umbilicus until the fascia was exposed at the root of the umbilicus. The fascia was exposed throughout the length of the wound, and just to the right of midline the incision, the hernia was encountered. Using hemostats and metzenbaum scissors, the hernia sac was opened inferiorly and superiorly to expose an old ptfe mesh with prolene sutures and tacks. Small bowel and omentum was adherent to the hernia sac, old mesh, and underside of the anterior abdominal wall. Adhesions were taken down with a combination of blunt dissection and dissection with metzenbaum scissors and electrocautery. Adhesiolysis was facilitated by division of the old mesh along the midline. The bowel was assessed after adhesiolysis. There was no injury to the bowel as a result of adhesiolysis. Subsequently, the old mesh was mobilized off the underside of the abdominal wall and excised bilaterally. Additional adhesions to the posterior aspect of the anterior abdominal wall were taken down, taking care to preserve the peritoneum. The fascia was grasped inferiorly and the preperitoneal space developed after incising it with electrocautery. Blunt dissection inferiorly was made a bit more difficult by prior c-sections and significant adhesions between the uterus and the underside of the anterior abdominal wall. These adhesions were taken down with the development of the preperitoneal space bilaterally using blunt dissection in an inferior to superior direction. Superiorly, the falciform ligament was taken down. Hemostasis of the peritoneal cavity was assessed and found to be adequate. With a significant amount of peritoneum mobilized, the peritoneum was approximated with 2-o vicryl to exclude the abdominal contents from the preperitoneal space. The mobilized falciform ligament was incorporated in closure of the peritoneum. Hemostasis was assessed and achieved with electrocautery. The hernia defect measured was 5 x 12 cm in diameter and the abdominal wall fascia was fairly thinned out and lax with a 3.5 cm to 4 cm rectus diastasis superior to the level of the umbilicus. A 30 x 30 cm piece of bard soft mesh was selected for preperitoneal subfascial placement and was cut down to 25 x 25 cm in dimensions. The mesh was folded in the middle and 3-0 silk sutures were used to mark the midline when the mesh was folded on itself. A lap count at this point in the case was correct. Next, a 0 prolene suture was placed approximately 3-4 cm above the inferior edge of the mesh and brought out through the middle in the suprapubic region through a stab incision using a storz suture passer. This suture was tied down. Subsequently, 0 prolene was applied to the mesh superiorly approximately 3 cm from the superior edge and brought out transfacially in the midline in the epigastrium and then sutured down. Similarly, lateral 0 prolene sutures were placed at the 3:00 and 9:00 positions and brought transfascially through separate stab incisions using the storz suture passer to secure the mesh. The mesh appeared to lay fairly nicely with significant overlap. The medial edge of the rectus fascia was marked with a skin marker. Next, #1 prolene figure-of-eight sutures were used to imbricate the fascia, bringing the medial edge of the rectus muscle to the midline. After debriding the fascial edges, a 10 mm jackson-pratt drain was placed through a separate stab incision in the left lower quadrant and placed in the subfascial space. The facial edges were reapproximated using #1 prolene in a running manner. Hemostasis was assessed and achieved using electrocautery for the subcutaneous space with subsequent placement of a 10 mm jp drain in the subcutaneous space through a separate stab incision in the right lower quadrant. After copious irrigation with normal saline, aerosolized talc was sprayed into the entire subcutaneous space. The deep dermis of the skin was then re-approximated with 3-0 monocryl in an interrupted fashion. The skin was reapproximated with 4-0 monocryl in a running subcuticular fashion. 10 cc of 0.25% marcaine was injected along the fascia at the midline closure with 2.5 cc injected at each suture site for a total of 20 cc of marcaine administered to operative site. Dermabond was applied to the midline skin closure and transfascial suture fixation sites. 3-0 nylon sutures were applied to secure the jp drains. The patient tolerated the procedure well and was extubated and taken to the recovery room in stable condition. A culture report detailing analysis of the specimens collected during the (B)(6) 2011 procedure was not provided. (B)(6) 2011: emergency room visit. ¿cc: abdominal pain, vomiting. Social hx: smoker. Cbc/ua normal. Impression: sbo/vomiting¿. (B)(6) 2011: radiology. CT abd pelvis w/contrast. Indication: ¿nausea, vomiting, abdominal pain¿. Findings: ¿comparison is made with previous study of (B)(6) 2011. Lungs- the lung bases are free from infiltrate or nodule. There is no effusion. Abdomen and pelvis- the oral contrast is seen in the stomach. There is no distal oral contrast. There is some fluid filled loops of small bowel that are somewhat distended in the mid small bowel. There is no wall thickening or pneumatosis. There is decompressed bowel distally. The appendix is visualized and is normal. The liver and spleen are preserved. The adrenal glands and kidneys appear normal. There is some induration in the omentum. Some induration is seen associated with the anterior abdominal wall and subcutaneous tissue as well. No focal fluid collection to suggest the presence of an abscess is identified. The uterus appear normal. The urinary bladder is decompressed. No distinct recurrence of the hernia is identified. There is some scattered gas within the soft tissues likely residual from the recent surgery. The osseous structures are preserved¿. Impression: ¿1) induration in the omentum and anterior abdominal wall consistent with history of recent umbilical hernia repair. I do not see distinct evidence of failure of the repair or abscess. 2) fluid distended loops of small bowel are suspicious for obstruction or possibly an ileus¿. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2010: (B)(6). Perioperative nursing record. Implant record. Type: gore dualmesh oval ref 1dlmc04. Lot #7143594. Location: abdomen. Size 15 cm x 19 cm. Qty: 1 . (B)(6) 2010: (B)(6). Emergency room visit. Abdominal pain, periumbilical, suprapubic. Associated nausea/vomiting. Impression: urinary tract infection. Abdominal pain status post hernia surgery . (B)(6) 2010: (B)(6). Radiology. Transvaginal pelvic ultrasound. Indication: left sided pain, follow up CT. Impression: unremarkable assessment of the uterus and ovaries . (B)(6) 2011: operative/procedure note. [Illegible signature]. Excision of old mesh (ptfe). Old mesh to lab . (B)(6) 2011: (B)(6). History and physical: (B)(6) of this year, CT scan showed inflammatory mass in the pelvis. Last thursday underwent an open abdominal exploration and ventral hernia repair. Presently, do not see evidence of mesh in abdomen on CT scan done today. Presuming he closed her abdomen primarily and either used component separation or primary closure. Today presents with severe abdominal pain. Last night began vomiting. CT scan appears to show possible small bowel obstruction. Wbc 11,000. Exam: abdomen: mildly tender in lower abdomen, well-healed midline scars with 2 drain sites. Impression: possible small bowel obstruction. Plan: admit. Hopes resolves without operative intervention since just had laparotomy . (B)(6) 2011: (B)(6). Radiology-CT abdomen pelvis with contrast. Indication: left lower quadrant pain. Findings: undergone previous lower abdominal wall hernia repair. Small oval fluid collection seen in deep subcutaneous fate in regional of umbilicus measuring approximately 3.7 x 1.0 cm suspicious for seroma. Could not exclude small abscess . (B)(6) 2012: (B)(6). Radiology-abdomen 3 way. Comparison: (B)(6) 2010. Metallic coils overlying left side of abdomen likely related to prior hernia repair. Impression: no acute cardiopulmonary abnormality. No acute intra abdominal abnormality . (B)(6) 2014: (B)(6). Radiology-acute abdomen series. Indication: abdominal pain. Impression: chronic fecal retention. No specific acute abdominal abnormality identified . (B)(6) 2014: (B)(6). Radiology-abdominal ultrasound. Indication: abdominal pain. Impression: no abdominal hernia identified by ultrasound. CT may be more beneficial for exclusion of hernia . (B)(6) 2014: (B)(6). Radiology-unenhanced CT of abdomen and pelvis. Indication: abdominal pain. Previous study (B)(6) 2011. Findings: no abdominal wall hernia. Evidence previous mesh repair of ventral hernia. Unchanged from previous exam. Impression: no acute explanation for symptoms . (B)(6) 2014: (B)(6). Radiology-CT renal stone. Indication: abdominal pain. Impression: no acute abnormality of urinary tract identified. No definite acute abdominal abnormality identified. Uterus appears prominent in size . (B)(6) 2014: (B)(6). Radiology-CT abdomen pelvis with contrast. Indication: pelvic pain. Impression: previous umbilical hernia repair with small amount residual fluid seen in operative bed anterior to hernia repair possibly representing small seroma but unchanged from (B)(6) 2014 exam . (B)(6) 2014: (B)(6). Radiology-three-way abdomen. Indication: abdominal pain. Status post ventral hernia repair . (B)(6) 2014: (B)(6). Radiology-non-contrast CT of abdomen and pelvis. Indication: epigastric pain with nausea. Findings: prior anterior abdominal wall hernia without evidence of recurrence. Impression: no urolithiasis or other acute explanation for symptoms . (B)(6) 2014: (B)(6). Radiology-three-way abdomen. Indication: epigastric pain with nausea. Prior abdominal wall hernia repair. Impression: no acute cardiopulmonary abnormality. No acute intra abdominal abnormality . Records between (B)(6) 2014 and (B)(6) 2016 were not provided. (B)(6) 2016: (B)(6). Radiology-CT abdomen/pelvis with intravenous contrast. Indication: abdominal pain, question small bowel obstruction versus diverticulitis. Impression: no findings to account for symptoms. Specifically, no evidence small bowel obstruction or diverticulitis. Mild hepatic steatosis . (B)(6) 2017: (B)(6). Operative report. Preoperative diagnosis: left lower quadrant pain. Postoperative diagnosis: left lower quadrant pain. Anesthesia: general endotracheal. Anesthesiologist: (B)(6). Nurse anesthetist: (B)(6), crna; (B)(6), crna. Circulating nurse: (B)(6), rn; (B)(6), rn. Scrub nurse: (B)(6), rn. Operation: attempted diagnostic laparoscopy - abandoned. Preoperative considerations: the patient is a 34-year-old, single, african american female, gravida 5, para 3-0-2-3, admitted for diagnostic laparoscopy for evaluation of left lower quadrant pelvic pain. She had been seen on (B)(6) 2016 as a referral from (B)(6), fnp for evaluation of left lower quadrant pain and suspected left ovarian cyst. She had been seen in emergency room at (B)(6) on (B)(6) 2016 with a history of left lower quadrant pelvic pain, which was acute in onset, 10/10 in intensity at its worst, and 8/10 at its best, and never completely goes away. It is worse with movement and she denies any changes with intercourse. She had tubal ligation for contraception. Her periods are regular in a month, lasting 2 days with heavy flow during those but not as long as they have been prior to her endometrial ablation. She had previous CT scan in (B)(6) 2016 that was negative. Transvaginal ultrasound on (B)(6) 2016, revealed a 7.3 x 3.8 x 5.0 cm retroflexed uterus with a 6 mm endometrial stripe. No evidence of myometrial mass or adenomyosis. The right ovary measured 3.3 x 1.6 x 2.4 cm. The left ovary measured 3.2 x 1.8 x 1.8 cm with a 1.2 cm complex cyst/follicle with no free fluid noted. She has had 3 prior cesarean sections and umbilical hernia repair in 2011 at (B)(6) with mesh placed and the mesh found infected and she had to be opened and packed. She had a repeat umbilical hernia repair in (B)(6) in 2012. She has undergone hysteroscopy and dilation and curettage with novasure endometrial ablation in (B)(6) 2014. She was counseled regarding options of depo-provera versus lupron versus diagnostic laparoscopy and she desired to proceed with diagnostic laparoscopy for further evaluation. Please see her history and physical for further details of counseling. Procedure in detail: ¿the patient was taken to the operating room with IV running. She received a gram of ancef IV prior to surgery and albuterol nebulizer prior to surgery and toradol. She had a bowel prep on the day before surgery and was n.p.o [nothing by mouth] after midnight. General endotracheal anesthesia was administered without difficulty. The patient was placed in dorsal lithotomy position in yellofin stirrups. Her abdomen, vulva, vagina, and upper thighs were prepped and draped in the usual sterile fashion. A bivalve speculum was placed in the vagina and a single-tooth tenaculum was used to grasp the anterior lip of the cervix. The hulka uterine manipulator was placed and attached to the anterior lip of the cervix and single-tooth tenaculum was removed. The speculum was removed and a red rubber catheter was placed under aseptic technique with return of clear urine noted. This was left in place throughout the entire case. Outer gloves were removed and attention was turned to the patient¿s abdomen. An approximately 4-5 cm infraumbilical skin incision of approximately 4 cm below the umbilicus was made with a scalpel and carried down to the underlying fascia with mayo scissors. Bleeders were cauterized with bovie. The fascia was incised and was tented up with kocher clamps and entered sharply with mayo scissors. The fascia was extended superiorly and inferiorly with mayo scissors. Army-navy retractors were placed to separate the fascia and attempted to find the midline. Despite multiple efforts of trying to find midline, the peritoneum was finally identified, but appeared adherent to the underlying bowel and tissues and thicker in this area possibly the mesh. At this point, the decision was made to abandoned [sic] the procedure secondary to being unable to safely enter abdominal cavity for laparoscopy. The wound was thoroughly irrigated with warm normal saline, suctioned with the yankauer suction and dried with dry lap sponge. There were a few bleeders, which were cauterized with bovie. The rectus muscle and the fascia were hemostatic. The fascia was grasped with kocher clamps and the fascia was closed in a simple interrupted fashion using #1 vicryl suture. Following this, the subcutaneous tissue was irrigated with warm normal saline and suctioned with yankauer suction and dried with dry lap sponge and was hemostatic. The subcutaneous tissue was reapproximated using simple interrupted sutures of #1 chromic. The skin edges were reapproximated using 3-0 monocryl suture in a subcuticular fashion. The abdomen was washed and dried and exofin glue was applied over the incision. The hulka intrauterine manipulator and red rubber catheter were removed. Patient tolerated the procedure well, was taken to the recovery room in stable condition. Sponge, lap, needle, and instrument counts were correct at the end of the procedure.¿ estimated blood loss: 2 ml. Fluids: crystalloids. Drains: none. Condition: stable. Pathology: none. Disposition: discharged home when stable. Medications: percocet 5 mg 1-2 p.o. Q.4-6 hours as needed for pain #30 with no refills. Activities: pelvic rest. Discharge instructions: she is to call if she has a temperature of 101, severe nausea, vomiting, severe pain uncontrolled with medication, heavy vaginal bleeding, or other complaints. She is to follow up in 2 weeks at rutherford ob/gyn associates . (B)(6) 2017: (B)(6), np; (B)(6), md. Emergency room visit. Complaints of left lower abdominal pain radiating to left back. Seen multiple times for abdominal pain. Laparoscopy month ago due to pain, unable to enter peritoneum due to mesh in adhesions. Exam: tenderness left lower and left mid abdomen. Costovertebral angle tenderness. Impression: more chronic problem. Plan: trial bentyl . (B)(6) 2017: (B)(6) md. Radiology-CT abdomen/pelvis with intravenous contrast. Indication abdominal pain. Findings: prior midline vertical incision with small cutaneous fluid collection seen anterior to rectus abdominus muscle measuring 2.8 x 1.2 cm. Previous study 2.6 x 1.1 cm. Impression: previous midline vertical incision with stable oval fluid collection seen just anterior to rectus abdominal muscles. Suggestion of previous ventral hernia repair with mesh in place just posterior to fluid collection . (B)(6) 2017: (B)(6) md. Emergency room visit. Long history chronic left lower quadrant abdominal pain. Worked up multiple times. Over past 3 years, 6 CT scans done, over past 6 months 3 ultrasounds. One month ago ¿ (B)(6) 2017 (B)(6) took patient to surgery for diagnostic laparoscopy due to chronic pain. During surgery unable to enter fascia due to mesh. Do not enter peritoneum. Closed and sent home. Wound opened 5 days ago. Reports pain and foul smelling drainage from wound. Exam: integumentary: small area of open skin below pannus in mid-line abdomen. No induration, slight amount clear fluid leaking. No odor. Reports tenderness in area. Cultured wound discharge. Discharge diagnosis: post-operative wound abscess. Plan: bactrim . (B)(6) 2017: (B)(6) md. Radiology-CT abdomen/pelvis w/ intravenous contrast. Indication: abdominal pain, tenderness. Findings: persistent but smaller seroma at base of midline incision measuring 2 x 1.2 cm compared to previous 2.8 x 1.2 cm. Likely prior ventral hernia repair with mesh in place. Impression: prior ventral hernia repair with mesh in place. Persistent but smaller seroma the base of incision in anterior abdominal wall . (B)(6) 2018: (B)(6), md. Radiology-CT abdomen/pelvis w/ intravenous contrast. Indication: abdominal pain. Findings: ventral hernia repair with subcutaneous scarring. No recurrent hernia. Mild constipation. No bowel obstruction or ileus. Thickening of ascending and abdominal colon . (B)(6) 2018: (B)(6) md. Radiology-CT abdomen/pelvis with intravenous contrast. Indication: abdominal pain. Findings: bowel: multiple fluid-filled loops small bowel could represent enteritis or mild ileus. No signs bowel obstruction . (B)(6) 2018: (B)(6), md. Radiology-CT abdomen/pelvis with intravenous contrast. Indication: abdominal pain, nausea/vomiting, constipation, previous surgeries. Findings: bowel: no signs of bowel obstruction. Multiple fluid-filled loops of small bowel could represent enteritis. Other: previous ventral hernia repair with mesh in place. Small oval fluid collection seen in deep subcutaneous fat just external to mesh measuring 2.4 x 2.6 x 0.7 cm. Minimal rim enhancement, suggests small incisional abscess. Alternatively could represent small seroma. Impression: small 2.6 x 2.64 x 0.7 cm fluid filled collection with some rim enhancement in deep subcutaneous fat of anterior abdominal wall just external to patient¿s mesh hernia repair. Could represent small incisional abscess or seroma. Appears to be in region of previous incision. Multiple fluid-filled loops of small bowel. Findings nonspecific but could be mild enteritis . (B)(6) 2018: (B)(6) pa. Emergency department physician: (B)(6), do. Emergency room visit. Presenting complaints abdominal pain, nausea, vomiting, constipation. Abdominal pain localized to left lower quadrant. Attributes complaints to complication from previous hernia repair, as fluid collection consistent with seroma identified on CT (B)(6) 2018 . (B)(6) 2018: (B)(6) md. Radiology-CT abdomen/pelvis with intravenous contrast. Indication: left lower quadrant pain, nausea/vomiting, constipation, previous abdominal surgery. Additional findings: distortion of anterior abdominal wall with previous hernia repair. No discrete abscess. Small residual seroma in umbilical region. Impression: no acute explantation for symptoms. Previous anterior abdominal wall hernia without evidence of an acute complication. Hepatic steatosis . (B)(6) 2018: (B)(6), md. History and physical. Nausea and vomiting roughly 1 month. Lost tremendous amount of weight. Initially 180 pounds, down to 139. Extensive workup with no significant findings. Some abdominal discomfort at surgical site. Stabbing sensation. Past surgical history: umbilical hernia repair with mesh and follow-up debridement secondary to mesh infection with follow-up 2nd umbilical hernia repair years later. Review of systems: unexpected weight loss, abdominal pain, nausea, vomiting, constipation. Impression: hypothesized might be related to marijuana use. Cannabinoid hyperemesis syndrome. Has had numerous abdominal surgeries could be related to some form of complication related to that . (B)(6) 2018: (B)(6), md. Radiology-CT abdomen/pelvis with intravenous contrast. Indication: intractable nausea/vomiting, abdominal pain. Findings: there is previous mesh repair of an anterior abdominal wall hernia. Small persistent fluid collection in anterior abdominal wall most likely represents a seroma. Impression: no acute explanation for symptoms . (B)(6) 2018: (B)(6). Radiology-kidneys, ureters and bladder portable. Indication: abdominal pain multiple previous surgeries rule out obstruction. Impression: nonspecific bowel gas pattern . (B)(6) 2018: (B)(6). Radiology-kidneys, ureters and bladder portable. Indication: abdominal pain. Findings: small metallic coil seen in mid left abdomen within mesentery. 2nd coil partially visualized overlying left side of l3 in abdominal wall. Impression: no acute abnormality . (B)(6) 2018: (B)(6). Radiology-abdomen flat and upright. Indication: nausea/vomiting/abdominal pain. No recent bowel movement. Findings: 2 small coils left size of abdomen. Impression: no acute abnormality . (B)(6) 2018: (B)(6). Discharge summary. Admitted: (B)(6) 2018. Final diagnosis: abdominal pain, epigastric - no apparent structural causes seems to be related to function stomach disease. Intractable nausea and vomiting ¿ decreased gastric outlet . (B)(6) 2019: (B)(6). Radiology-CT abdomen/pelvis with intravenous contrast. Indication: abdominal pain, waiting for hcg. Comparison: (B)(6) 2018. Findings: abdominal wall: previous umbilical hernia repair with what appears to be mesh in anterior abdominal wall deep subcutaneous fat anterior to musculature. Impression: previous ventral hernia repair at level of umbilicus with what appears to be mesh in place . A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.